Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited a sensing anomaly, capture anomaly, and impedance anomaly. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.